Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The distal tip of the soft cannula was observed to be damaged. The length of soft cannula was observed to be within the specification. During fluid path test, fluid was found to exit the distal tip of the soft cannula as intended, though the distal tip of the soft cannula was damaged. The damage to the soft cannula was observed above the cross drill. The fluid was able to freely flow from the pod housing to the cross drill, indicating that the damage did not have an impact on the insulin delivery. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the distal tip of the soft cannula was damaged, the timing and cause of the damage is unknown.